Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned. The returned device was subjected to visual analysis where a blood-like substance was found on the returned device. Approximately 10" of the suture was exposed from the carrier tube assembly. The hemostatic sheath was mated with the deployment sleeve, which was in the rear lock position with the color bands exposed. The button was partially hard. The tamping tube was found within the carrier tube assembly. Microscopy was used to examine the distal end of the suture. The suture had a blunt end. Since the tamping tube was not exposed from the carrier tube assembly, the collagen would not have been appropriately tamped. Therefore, the complaint could be confirmed for collagen outside of the skin. A significant portion of the suture had been released from the spool. Due to the released suture and the location of the tamping tube, it is likely that the user prematurely pressed the suture release button. The suture appeared cut as though it was exposed to a sharp edge. The condition of the returned device was consistent with the user prematurely pressing the suture release button, which is against the IFU. IFU states: "collagen may protrude from the skin after compaction has been completed. Attempt to push the collagen under the skin using the compaction tube or a sterile hemostat. Do not apply vigorous compaction as this may result in anchor fracture. Do not cut off the excess collagen as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised. "And "once hemostasis is achieved push and hold the suture release button". There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file found (B)(4) similar report with the involved product code/lot# combination. The same user facility reported similar events from the same product code/lot number combination. Please see MDR: 2243441-2017-00195.

Event description:
The user facility difficulties with the involved angio-seal evolution. The following information was provided by the user facility: during a placement of the material, the cop of the sponge did not open well. They could not push it without force, and the position of the sponge was not below the skin. The patient was not thin, he was well muscular, and there was a lot of subcutaneous tissue between the skin and artery. There was no harm to the patient. Additional information was received on october 25, 2017. The procedure outcome was great. The description: "cop of the sponge should" say: "top of the collagen". Hemostasis was achieved by manually. There were no other devices or equipment being used with the reported product.